Event description:
It was reported the device reached end of service (eos) 8 months after implant. No pt injury was reported. The device was replaced.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.